Manufacturer narrative:
(B)(4). Batch number ==> r5778k. Investigation summary ==> the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. During further evaluation, the device was noted to be non functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device got blocked during the use. Use of another device. No patient consequence.